Event description:
The customer was concerned that the insulin pump was not delivering insulin properly due to high blood glucose levels. The customer also stated that he had not received any no delivery alarms. Troubleshooting was performed, and the insulin pump failed the high pressure test. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.